Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into cartridges. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was between 100-150 mg/dl.